Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated that during a functional test arctic sun device was having 0 flow. A check of the diagnostics showed that the circulation pump was unable to generate pressure even at a circulation pump command(cpc) of 100%.

Event description:
It was reported that they stated that during a functional test arctic sun device was having 0 flow. A check of the diagnostics showed that the circulation pump was unable to generate pressure even at a circulation pump command(cpc) of 100%. Per tech support/biomed via phone email on 20may2024, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.